Event description:
It was reported that on literature review "minimum 15-year survival of a biconvex inlay patellar component in primary total knee arthroplasty: an analysis of 2,530 total knee arthroplasties from a single institution", after a primary tka surgery in which a genesis ii system was implanted with a genesis ii resurfaced cemented biconvex all-polyethylene patella between 1996 and 2007; two (2) patients sustained patella loosening requiring revision surgery. Patella was explanted and exchange during the procedure. Patients¿ outcome is unknown. No further information is available.

Manufacturer narrative:
Internal reference number: (B)(4). Maniar ar, luo td, somerville le, macdonald sj, naudie ddr, mccalden rw. Minimum 15-year survival of a biconvex inlay patellar component in primary total knee arthroplasty: an analysis of 2,530 total knee arthroplasties from a single institution. J arthroplasty. 2024 aug;39(8s1):s80-s85. Doi: 10.1016/j.arth.2024.04.075. Epub 2024 may 4. Pmid: 38710347. This complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.